Event description:
It was reported that the valve was working intermittently

Manufacturer narrative:
The valve was patent. The valve did not pass siphon, reflux, and leak testing due to tears on top the delta chamber and at the base of the inlet connector. This precluded measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible, as no lot number was provided. All of our products are 100% tested at the time of manufacture.